Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "rupture" confirmed via mammogram/ultrasound. This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram and ultrasound. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Device has been discarded.